Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, non-calcified lesion exhibiting 90% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It is reported that the device failed to cross the lesion. An image provided indicates stent deformation occurred. The device was not deployed in the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
The stent was deformed in vivo photo review: photo 1; image shows a 2.75mm*26mm resolute integrity shelf carton, the distal and proximal portion of a device. On magnification of the image, deformation is evident to the proximal portion of the stent. The lot number on the label of the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.